Event description:
It was reported, the patient presented for an ablation procedure. During the procedure, it was discovered the atrial lead exhibited undersensing and noise. The lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.